Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported a stroke occurred. On (B)(6) , 2017, a left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system was used. The closure device was deployed, but it did not meet the release criteria, so it was partially recaptured. It was deployed again, but still did not meet the release criteria. Therefore, it was fully recaptured and removed from the patient. Another 33mm watchman ® laa closure device was used and was successfully implanted. On the evening of (B)(6) 2017 between 6pm and 7pm, the patient experienced left sided weakness. The next morning, the patient¿s symptoms were worse with full left side paralysis with facial droops. A computed tomography (CT) scan without contrast was performed which revealed a right basal ganglia stroke. A magnetic resonance imaging (MRI) could not be performed because the patient had a pacemaker that was not compatible with MRI. Tissue plasminogen activator (tpa) was unable to be performed because he still had a 16 french sheath in his groin. In the afternoon, the patient was able to move his left leg and his left arm, but his left hand and foot and the left side of his face still had deficits. The patient will be on warfarin for at least 45 days. The patient remains hospitalized.